Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen with high impedance prior to a battery change and still had high impedance after the battery replacement. The physician left the device turned off after the surgery, and the patient is now scheduled for a lead revision. No surgical intervention related to the suspect device has occurred to date. No additional relevant information has been received to date.

Event description:
The physician further reported that the lead pin was fully inserted into the initial generator (pin was able to be visualized past the connector block and clicks were able to be heard when screwing in). The physician stated there was no cause identified for the high impedance as "all visible parts were inspected and found to be normal in appearance without obvious problems," however based on the duration of implant, it is reasonably assumed that the cause of the high impedance is a lead fracture. The patient later underwent a full revision due to high impedance. The suspect device has not been received to date.